Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met material, assembly and product specifications. The root cause of this complaint is unk.

Event description:
Same case as #6000089-2007-01447. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion was located in a moderately tortuous and non calcified proximal right coronary artery (rca). The physician direct stented the proximal rca with a taxus express2 3.5x20mm drug eluting stent inflated to 10 atm's. The stent was post dilated with the delivery balloon inflated twice to 10 atm's. The physician went on to place a taxus express2 3.5x8mm drug eluting stent in the proximal rca. A feeding tube had been placed the next day for unk reasons. Antiplatelet therapy had been discontinued when the patient experienced a hemorrhage of the feeding tube. Two weeks later, the patient experienced EKG changes and was brought back to the ccl where a thrombosis was noted inside the stent. The thrombosis was treated with aspiration and poba with a 3.75mm balloon. The patient was started back on antiplatelet therapy the following day and remained hospitalized. It was the physician's opinion that the thrombosis was related to the discontinuation of the antiplatelet therapy and not related to the taxus stent. No further complications were reported.